Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of video does not display on the output was confirmed. The device was visually inspected and found a faulty dx board causing no sdi output signals. The worn out lock latch on the video connector causing loss of image when wiggle the pigtail. The listed parts were replaced and software was upgraded. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image processor or light source issues where there was no image. The video does not display on the output. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information in sections b3, b5, e2, e3, g3, g4, g7 and h2. Correction for section h6.

Event description:
The user facility also reported that the event was found during preparation for use. The device was swapped with a working device and the procedure was completed with no issues reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the occurrence of an accidental failure in the device resulted in an event in which the image did not come out from the sdi output. It was presumed that an accident occurred in the lock lever, or that there was not enough attachment of the operator, resulting in an event in which the image did not come out. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Olympus will continue to monitor complaints for this device.